Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 520 mg/dl and diabetic ketoacidosis considered life threatening by healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly an unexpected reset had occurred. The customer reverted to an alternate method of insulin therapy.